Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked. The introducer sheath was inspected and was found cut near the twist lock, blood residues were found inside. The main coil was found stretched. The interlocking arm was detached. No more damages were found in the returned device. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected and not damages were found. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The main coil was stretched near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm was detached. Dimensional inspection of the delivery wire that could be measured were performed and were within specifications. Dimensional inspection of the no. Of distal fiber bundles, outer diameter (od) of the zap tip and od of the primary coil were performed and were within specifications. Dimensional inspection of the no. Of proximal fiber bundles was performed and revealed that there were missing coil fiber bundles.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the coil failed to be removed from the sheath. An 8mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil failed to be removed from the sheath after it was hydrated. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed a detached interlocking arm and missing coil fiber bundles.